Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had failed cubie. The customer reported that this malfunction occurred during the dispensing of medication, resulting around a hr delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. The customer performed a station reboot to resolve the issue. The system functioned as intended after customer troubleshot the device.